Manufacturer narrative:
Our records indicate that this device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) developed an infection. The leads were explanted and the device was connected externally while the patient received antibiotic treatment.